Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation and historical data, it is likely degradation problem and electrical component problem that caused the malfunction. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation, the deflectable videoscope exhibited a b30 scope communication error code due to damage to the imaging unit and corrosion of the video connector. There was no patient involvement.